Manufacturer narrative:
Samples received: 5 unopened units. Analysis and results: there are no previous complaints of the same batch. Received five closed samples. The needles of the closed samples received were tested for needle puncture strength test and the results do not fulfil the punction strength specifications. The average penetration result in the first punction is 0.489 n (punction strength specifications: <0.480 n). Reviewed the needle batch manufacturing record, this product had a normal process and the results during the process fulfil the requirements. Checked the needles of the samples received before and after needle puncture strength test. All of them have good degraded performances. The visual aspect of the needles does not suggest that the cutting edge of the needles is deteriorated after penetration. Final conclusion: taking into account that the results of samples received do not fulfil the specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this batch to the end customer. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle was dull, could not penetrate through the skin and caused injuries to the skin.